Event description:
Caller reported experiencing occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer attempted to address the issue by changing the infusion set and cartridge three times, but additional information regarding the outcome was unavailable as the caller declined to provide further details and ended the call abruptly.